Manufacturer narrative:
The customer¿s report that the tubing leaked at the pumping segment was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment component. The lower air vent membrane of the micron adult filter was wetted/compromised. Dried reddish fluid residue was observed within the filter. No other damage or issue was observed. Functional testing resulted in no leaking. Pressure testing confirmed leaking from the filter's lower vent. The root cause of the observed leak from the filter vent was not determined.

Event description:
It was reported from the intensive care nursery that the tubing was set to infuse tpn, the nurse noted a leak at the pumping segment. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the intensive care nursery that the tubing was set to infuse tpn, the nurse noted a leak at the pumping segment. There was no impact to patient.